Event description:
One product was implanted on 7/1/197 and explanted on 7/12/97 as it was not pumping or flowing correctly. Another shunt was placed or implanted on 7/12, then removed. The tube seemed clear, but it would not pump.